Event description:
Customer reported receiving a glucose result of 80 mg/dl and reported feeling if they were going to lose consciousness. Paramedics were called, and the customer was transported to a local hospital. Upon arrival, a glucose result of 20 mg/dl was obtained on an unknown brand of glucose monitor. An unspecified intravenous treatment and juice were administered in order to stabilize glucose levels. Customer was released from the hospital later in the day.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.